Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call, the insulin pump alarmed no delivery multiple times in the past week. Customer's blood glucose was 120 mg/dl. Customer wasn't able to push insulin through infusion set during manual prime. The customer wasn't able to push insulin through the tubing during manual prime. Customer even attempted with the plunger and insulin didn't exit. Customer put the blue guard on the reservoir and insulin didn't exit. Customer's nurse advised to change the reservoir and it work. The reservoir is not returning for analysis.